Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during patient use, the vent displayed an off set self check failure message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to liquid ingress. The smart pneumatic module showed evidence of water damage. The source of the water ingress could not be established, but suggests the device was used or managed outside its specifications. The smart pneumatic module was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.